Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08572 and 2134265-2015-08452. It was reported that automatic pullback failure occurred. An ilab ilab ultrasound imaging system, version 1.3 was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, upon pullback the system was shut down by itself. No patient complication was reported.